Manufacturer narrative:
(B)(4). The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. A labeling review found that all printed pouches for disposable products intended for single use are labeled with this device is intended for single use only. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in line) during drain 5 of 5 on the home choice (hc). The home patient (hp) stated the patient line disconnected from the transfer set and the machine alarmed. The hp stated his wife cleaned both ends and reconnected the hp. The technical service representative (tsr) had the hp close all the clamps and close the transfer set. The tsr had the hp cycle the power and the hc alarmed se 2367. The tsr instructed the hp turn off/on the machine and the hc went to press go to start. The tsr then instructed the hp to disconnect the aseptic way and contact the peritoneal dialysis nurse (pdn). The hp stated would start therapy again that night. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.